Manufacturer narrative:
We checked and reviewed the device history record for bed p703 (sn: (B)(6). It was manufactured in accordance with the device's dmr and it has passed all tests according to the requirements of iec60601-2-52. The product itself is safe and reliable based on the analysis and evaluation of records and test reports. This product has been manufactured and used for many years without any occurrence of such issues. Ultimately, we believe the incident is caused by improper use by the user.

Event description:
Drive devilbiss healthcare was notified of an incident involving a bed by the end user's daughter who stated that the end user fell between the bed rails and bumpers onto the floor. It was unclear how the bed and accessories were assembled. The end user had bruising to their shoulder and a cut across their tear duct on the left eye. She went to the emergency room and had x-rays and a CT scan, and was prescribed an antibiotic cream for the cut across the tear duct. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.